Event description:
The customer reported that the system displayed 'system files corrupt and would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery and cable were replaced. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.